Manufacturer narrative:
The customer¿s report of infusing incorrect dose/overinfusion was confirmed. Physical inspection of the device noted the instrument seal intact. There were no observed anomalies. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse bivalirudin standard dose 250mg/250ml (drugid 40) at 4:48 pm on (B)(6) 2018. The concentration was 1mg/1ml. The user entered (B)(6) kg for the patient weight. The rate was calculated to be 133ml/hr and the dose 1.75mg/kg/hr. The user then entered 17.3ml for the vtbi and not for the rate as was reported. The pump module ran at 133ml/hr until 6:45 pm when the device was channeled off. The volume recorded as being infused during this period was 218.349ml. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of infusing incorrect dose/overinfusion was due to user programming.

Event description:
The customer reported that an infusion of bivalirudin (0.15mg) was scanned and programmed to infuse at 17.3ml/hr (115kg/hr), however after approximately 2 hours later the nursing coordinator noted the pump was infusing at 133ml/hr, and the bag was empty. An aptt was collected and the bivalirudin was stopped. The aptt result was 114 and the bivalirudin was held until the patient's aptt was 45 or below. There was no lasting harm.